Event description:
The manufacturer received information alleging a ventilator powered off. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's system board, blower motor and interface board were replaced to address the issue.